Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she had a high blood glucose 500 mg/dl. She treated with the insulin pump and declined troubleshooting for this issue. The insulin pump was not returned or replaced.